Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the redundant power tray assembly. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to request assistance after someone reportedly tripped over the vision side cart (vsc) power cable, after which, the vsc would not power up upon attempted reboot of the system. The technical support engineer (tse) was unable to review the system logs due to the lack of power. Therefore, as troubleshooting steps, the tse instructed the customer to try different power outlets and reseat the power cable on the vsc side. The tse further instructed the customer to unscrew the power cable cover and reseat the cable. However, even after replacing the power cable, the system did not power up. The customer also advised of hearing an unusual noise when the system was connected to the power outlet. Based on the information provided, the tse determined that a site visit would be required for further inspection. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the patient was not yet in the operating room when the issue was identified. The patient was confirmed to have tolerated the conversion to laparoscopic surgery without injury or adverse effect. The procedure was successfully completed via traditional laparoscopic approach, and according to the surgeon, there was no impact to the patient's health as a result of the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. In the system logs, no error was found indicating that the fault occurred in the field. Upon visual inspection, no issue was found related to the reported event. The power tray was installed on the golden system. Upon powering on the system, the power tray started to make noise. During bench testing, it was found power supply a was not lighting up. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical and fiberoptic defect pertaining to the power supply a of the power tray assembly on the vision side cart (vsc).

Event description:
Refer to h11 for follow-up information.